Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect total b-hcg result for one patient who experienced an ovarian cyst. The initial result was >15000 miu/ml. After surgery, the b-hcg was run again and the result for (B)(6) was 45.6 miu/ml, repeated <1.2 miu/ml. A new sample was drawn and the result for (B)(6)was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot number 31141ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Labeling review concludes that the issue is adequately addressed. The overall performance of architect total b-hcg reagents was reviewed using worldwide field data. Median values (for the negative population) for the complaint lot(s) are within the established limits. As review of applicable field data suggests that the performance is acceptable. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on all reviewed data, we conclude that there is no product deficiency with the architect total b-hcg reagent lot identified in this complaint.